Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 10.2 mmol/l. The customer confirmed that she did not hold any button down for longer than 3 minutes. The customer stated that the label on the back was gone. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a button error alarm and unresponsive buttons due to moisture damage on the keypad traces. The device was received with a scratched display window, missing address/serial number label, cracked display window corners, cracked reservoir tube lip, missing end cap sticker, and a protruded/loose drive support disk.